Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported during in clinic follow up that the patient had a pocket hematoma and infection was suspected. Right ventricular lead screw mechanism failed to retract but was able to be successfully explanted along with the rest of the system. The patient tolerated the procedure well and no complications were reported.